Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set ¿fell off¿ which resulted in a leak. This was observed when the patient was walking around during the day. The transfer set was replaced. There was no patient injury; however, the patient was given prophylactic antibiotics as a precautionary measure. No additional information is available.